Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
It was reported that the patient presented for a routine follow-up. During the follow-up, it was discovered that the implantable cardioverter defibrillator had tripped the elective replacement indicator. It is believed that the device experienced premature battery depletion. The device was explanted and replaced on (B)(6) 2018 and the patient was in good condition following the procedure.